Event description:
No additional information provided.

Manufacturer narrative:
On sample of product mzxt9001 connected to and IV and one photo was received for quality evaluation. The photo received shows the product and the product packaging, however, it does not depict the reported issue. The physical sample was visually examined and no damages or abnormalities were identified. The sample was then connected to a bd needleless syringe, making sure that all connections were secure. A fluid push and a fluid draw was attempted in order to determine if any of the connections were loose or caused leakage. There were no leakages identified during testing. The customer complaint of connection issues could not be confirmed. A root cause was not determined because reported issue could not be replicated with the sample submitted.

Event description:
It was reported that the bd microbore extension set, IV connector, t had connection issues. The following information was provided by the initial reporter: material #mzxt9001. Batch # 25029194. Verbatim: t connector does not attach to IV hub. Attempted to demo product for customer but spin collar would not spin down on IV. Hub after inserting luer.

Manufacturer narrative:
It was reported by customer that t connector does not attach to IV hub. One photo was received for quality evaluation. The photo received shows the product and the product packaging, however, it does not depict the reported issue. The customer complaint of connection issues could not be verified. A root cause was not determined because a physical sample was not provided and the photos provided does not show the issue reported. A device history record review for model mzxt9001 lot number 25029194 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.